Event description:
A nurse was moving the monitor suspension on an easydiagnost x-ray system and noticed a little extra "play" in the movement. She asked another nurse to assist. Upon moving the suspension further, the monitors separated from th rotary adapter,striking the nurse in the head. The nurse was admitted to the ER for examination, and released later the same morning. Electrical cables broke the fall of the monitors and they did not hit the floor. Visual inspection of the monitor rotary adapter securing the monitor to the ceiling suspension bracket found that four bolts responsible for joining the rotary adapter with the renke and schoman monitor bracket on the philips two monitor suspension had failed. Two of the bolts were broken, the other two were stripped. The rotary adapter and bolts were replaced. The bolts on the rotary adapter were previously subject to a corrective action (1996) and had not been replaced at this site. Philips field service was not aware that this site had the monitor bracket requiring corrective action. The x-ray system was installed two years after the monitor suspension corrective action. The monitor suspension unit was not ordered with the x-ray system and was not traceable in the company's service records.